Manufacturer narrative:
Verbatim of "[omitted information related to (B)(4) regarding the patient¿s programmer shocking them]" should not have been included in the event description and was reported in error.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va03710, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient was getting a ¿shock¿ in their bladder and when they turned up the stimulation from their implantable neurostimulator (ins) they got a shock in their body ¿really bad.¿ the issue had been going on for over 3 weeks and the patient stated that the device was barely on (on as low as possible) so they did not get the shocking sensation. There were no reported falls or trauma associated with the event issue. The patient stated that their healthcare professional (hcp) was aware of the issue. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. (B)(4).